Event description:
A consumer reported that the elective replacement indicator (eri) screen was displayed on the patient programmer on the date of this report. It was noted that the eri was reported on a primary cell implantable neurostimulator (ins). It was reported that the ins only lasted the patient a year and asked if the stimulators would then have to be replaced every year. The consumer stated that the patient's settings had been high in order for them to get the coverage they needed. The typical time between an eri to end of service (eos) was reviewed. It was recommended that the consumer contact the patient's healthcare provider (hcp) to further discuss the time frame between eri and eos. The consumer's concern with the primary cell longevity was reviewed and they were redirected to their hcp to discuss that as well. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.